Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check belt messages/adjust belt/ add gel messages) has been confirmed. Upon investigation the electrode belt unable to complete a falloff test. The cause for the failure was isolated to an open black pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check belt and adjust belt messages.